Event description:
Additional information was received, it was reported the patient's ins was removed in 2002. It was noted the patient had the first ever stimulator and the pad that came with it kept falling off their stomach. The patient had to keep resetting the device. The patient used a makeshift belt to try to keep the pad from moving which made the electrical device to fail. The patient deactivated it for 3 years and then went back on pain pills. The patient then had a morphine pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding the patient's implantable neurostimulator (ins). It was reported that the stimulator did not work well for the patient and they have decided to have the device removed 3 years after the implant date.